Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the cup and stem part and lot code combinations. A search of the complaint database search finds one additional reported incident against lot codes 2770865, 2696045, and 2843153 since their release for distribution; however, a review of the device history record did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving medical records. Depuy will notify the FDA when the investigation is complete.

Event description:
Litigation papers allege the following: just a few months after surgery, patient had serious pain. Patient felt a popping sensation several times during routine everyday activities. Patient suffered from persistent groin pain as well as a hip sprain that lasted several months. Even with hip injections, pain persisted and increased with time. MRI showed a large fluid collection in patients hip. Patient diagnosed with metal hypersensitivity and was revised. Acetabular component was replaced with polyethylene liner on (B)(6) 2010. Soon after revision surgery, patient's groin pain and posterior thigh pain returned and increased with time. Upon suspicion of infection, patient's implant was converted to an antibiotic spacer on (B)(6) 2010.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges infection, metallosis, pseudotumor and metal wear.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.